Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device was faulty due to clips advancing two at a time, with the second clip falling into the abdomen. The clips were not sealing sufficiently for a safe procedure. All loose clips were retrieved from the abdomen and in situ clips checked for correct sealing. There were no adverse consequences for the patient reported.